Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('men will never understand the pelvic pain and how debilitating it is') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and gastric bypass. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast spread"), fungal skin infection ("yeast rash on my thighs and under my belly"), arthralgia ("the tender points in my shoulder burn like fire with certain movement usually at the tail end of flare up"), menopause ("forced into menopause"), illness anxiety disorder ("hypochondriac"), abdominal distension ("e belly/bloated and swollen/I look pregnant again and pain that comes with all that swelling is unbearable"), asthenia ("weak"), dizziness ("dizzy"), abdominal pain ("e belly/bloated and swollen/I look pregnant again and pain that comes with all that swelling is unbearable"), ankylosing spondylitis ("ankylosing spondylitis"), genital haemorrhage ("heavy bleeding"), fatigue ("fatigue"), alopecia ("hair loss"), syncope ("fainting"), dyspareunia ("painful sex") and impaired healing ("healing issues") and was found to have weight decreased ("I lost almost 20lbs ago"). The patient was treated with miconazole nitrate (monistat) and surgery (hysterectomy full). Essure was removed in 2014. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, fungal skin infection, arthralgia, menopause, illness anxiety disorder, abdominal distension, asthenia, dizziness, abdominal pain, ankylosing spondylitis, genital haemorrhage, fatigue, alopecia, syncope, dyspareunia and impaired healing outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, ankylosing spondylitis, arthralgia, asthenia, dizziness, dyspareunia, fatigue, fungal skin infection, genital haemorrhage, illness anxiety disorder, impaired healing, menopause, pelvic pain, syncope, vulvovaginal mycotic infection and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, vulvovaginal mycotic infection, rash, weight decreased, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: information received via social media. Events " ankylosing spondylitis, genital bleeding, fatigue, hair loss, syncope, dyspareunia and impaired healing¿ was added. Reporter were added. This case found to be duplicate of case (B)(4), hence this case should be deleted from argus central (nullification reason : duplicate case is identified with fu information). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('men will never understand the pelvic pain and how debilitating it is') in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and gastric bypass. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast spread"), fungal skin infection ("yeast rash on my thighs and under my belly"), arthralgia ("the tender points in my shoulder burn like fire with certain movement usually at the tail end of flare up"), menopause ("forced into menopause"), illness anxiety disorder ("hypochondriac"), abdominal distension ("e belly/bloated and swollen/I look pregnant again and pain that comes with all that swelling is unbearable"), asthenia ("weak"), dizziness ("dizzy") and abdominal pain ("e belly/bloated and swollen/I look pregnant again and pain that comes with all that swelling is unbearable") and was found to have weight decreased ("I lost almost 20lbs ago"). The patient was treated with miconazole nitrate (monistat) and surgery (hysterectomy full). Essure was removed in 2014. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, fungal skin infection, arthralgia, menopause, illness anxiety disorder, abdominal distension, asthenia, dizziness and abdominal pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, asthenia, dizziness, fungal skin infection, illness anxiety disorder, menopause, pelvic pain, vulvovaginal mycotic infection and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, vulvovaginal mycotic infection, rash, weight decreased, arthralgia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jan-2020: content from social media received. New events: menopause, hypochondriacal personality, bloating, weakness, dizzy, abdominal pain were added. On 7-feb-2020: quality-safety evaluation of ptc. Fu 2 and fu 3 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('men will never understand the pelvic pain and how debilitating it is') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vulvovaginal mycotic infection ("yeast spread"), rash ("yeast rash on my thighs and under my belly") and arthralgia ("the tender points in my shoulder burn like fire with certain movement usually at the tail end of flare up") and was found to have weight decreased ("I lost almost 20lbs ago"). The patient was treated with miconazole nitrate (monistat) and surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, vulvovaginal mycotic infection, rash and arthralgia outcome was unknown. The reporter considered arthralgia, pelvic pain, rash, vulvovaginal mycotic infection and weight decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- pelvic pain, vulvovaginal mycotic infection, rash, weight decreased, arthralgia incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.